Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article "tibial stress fracture after computer-navigated total knee arthroplasty" (2010) by f. Massai, f. Conteduca, a. Vadala, r. Iorio, l. Basiglini, a. Ferretti published by journal of orthopaedic traumatology doi 10.1007/s10195-010-0096-9 was reviewed. The article purpose: to present a case study of a stress fracture of the tibial diaphysis which occurred after a tka performed with the use of a computer navigation system. The article reports: a (B)(6) woman (height 155 cm, weight 68 kg) with painful bilateral knee osteoarthritis was surgically treated with a total knee replacement on the left side. No previous operations had been done on her left knee. The pain had begun 7 years earlier; however, in the 10 months preceding surgery, this patient experienced a sudden worsening of her ache with subsequent restrictions of daily activities. A lcs complete prosthesis was implanted with no cement in either the tibial or femoral component. The operation was complication-free until the fourth post-operative week when the patient suffered from acute pain and swelling of the tibia. X-ray revealed a stress fracture of the diaphysis of the tibia. After wearing a brace for 4 weeks and then a cast for another 4 weeks, the patient showed good healing of the fracture. At the final 7 month follow-up, the patient reported a satisfactory outcome. No tenderness where the fracture occurred, kss of 94, and a complete (0-120 degrees) rom. Patella resurfacing was not mentioned within the article. Depuy products involved: lcs complete. Complications: surgical intervention (1), post-op fracture (1), edema (1), pain (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.